Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The defect has been verified and repaired. The following repair activities were performed. Performed service and repair functions. Reviewed service history. Attach box label and fms vue final testing, software upgrade was not needed. Replaced springs on pressure arms with tip replacement kit to correct issue. Also, replaced damage console cover and broken fill chamber holder. The unit passed all diagnostic tests, functional tests, and is fully operational. Details can be found in the attached reports. A review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further a review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a shoulder surgery, it was observed that the fms vue pump fill chamber would over fill. There was no delay in the surgical procedure. The surgery was completed with a different pump. Here was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.